Event description:
Lead break was discovered during generator replacement surgery for end of service. Upon inspection of the lead, the proximal portion of the lead as it crossed the pt's clavicle was found to be fractured. The wires were frayed and woven inside the silicone tubing. Further f/u revealed that no x-rays were taken prior to surgery. In addition, it was reported that the lead was discarded.